Manufacturer narrative:
Patient information was unavailable from the site. The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment his coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that while the physician did procedure according to instruction for use (IFU) manual, the concerto coil did not detach inside of vessel. The physician attempted to detach the coil 3-5 times with instant detacher and 2-4 times with manual detachment method. The physician replaced coil and new same coil implanted successfully. The vessel was moderately tortuous. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The concerto coil was returned for evaluation inside of a cardboard shipping box and within a sealed biohazard plastic pouch. The instant detacher was not returned. The pushwire was found to be broken on its proximal end within the introducer sheath. The pushwire was found to be intact distal to the break indicator at the manual detachment location ¿via hypotube¿. The proximal pushwire tip containing the tack weld replacement (twr) crimps was not returned. The pushwire was found to be bent at 26.5cm and 29.5 cm and 94.0 cm from the proximal end. In addition, the pushwire was found to be broken at approximately 144.5cm from the proximal end but retained together by the inner liner and release wire. Under the microscope, the coin was found to be located against the lumen stop, and the shield coil was found to be damaged. The concerto implant coil was found to be stretched with the polypropylene filament intact. Due to the bends in the pushwire, the pushwire was intentionally broken at approximately 144.5cm and the release wire was pulled out form the broken location for evaluation of the coin. The concerto implant coil detached as intended. The detach element was then removed from the implant coil for evaluation. The detach element was in good shape and the detachment ball was found to be within specification = 0.0038" +/- 0.00010". The detachment ball was measured to be 0.00383". The coin was measured in 3 locations and was found to be within specifications. Specification dimensions for the coin are: @ 0.063mm: 0.063mm-0.089mm; @ 0.127mm: 0.075mm-0.105mm; @ 0.275mm: 0.086mm-0.108mm. Measured 0.073mm @ 0.063mm; measured 0.089mm @ 0.127mm; measured 0.090mm @ 0.275mm. The outer jacket was then removed. The inner diameter of the lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. Specification dimension for the lumen stop inner fit ID is 0.00220" minimum, and for the lumen stop inner fit ID is 0.0029" maximum. The lumen stop inner diameter (ID) was measured to be 0.00267". The retainer ring inner diameter (ID) was measured found to be within specification. Specification dimension for the retainer ring inner dimension is 0.00455"+/- 0.00010 ". It was measured 0.00458". All other subassemblies appeared to be normal and no other anomalies were observe d. Based on the analysis findings and the reported event details, the customer report of ¿non-detachment¿ was confirmed. The concerto pushwire was returned with the implant coil still attached. The cause for the difficulty with detachment with the instant detacher could not be determined. It is possible that damages to the pushwire led to restriction of the release wire and prevented it from pulling back during the detachment attempt with the instant detacher. Regarding the difficulty during detachment by the manual method of detachment (via hypotube), it is likely that the break in the pushwire at the incorrect location led to the reported event. The release wire was not found to be extending out from the broken proximal tip. It is likely that the break at an incorrect location on the pushwire led to a jagged edge. It is likely that the release wire became broken when pulled back against the jagged edge of the pushwire. The break in the release wire prevented the coin from pulling back from the lumen stop, and subsequently prevented the implant coil from detaching from the pushwire. It is possible that the break in the pushwire at its proximal end occurred during the customer reported manual detachment attempt. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.